Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: it was not possible to conduct device history record review as no serial number was available. Clinical conclusion: it was reported that on 29mar2024 the top part of the receiver separated from bottom housing. This occurred while the receiver was being changed for a new one. Nothing was left in the ear. Clinical conclusion is that the detached receiver has not caused harm to the patient. Clinical evaluation according to clinical evaluation plan: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: all resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Trended case device investigation findings: analysis conclusion: root cause were identified as per below: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. CAPA is closed, corrective actions implemented. Device investigation concluded: the receiver was discarded so it was not returned to manufacturer and therefore no device investigation could be conducted. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident: (B)(6) 2024 on 09apr2024 it was reported that on the 29mar2024 the receiver to the hearing aid broke as the hearing care professional was changing it. Nothing was left in the ear. No harm was reported. The serial number of the receiver is not available. No further information is expected.